Event description:
Reporter alleges the pt complains of firmness and some pain since 1991, arthralgias, myalgias, paresthesia, swelling, fatigue, adenopathy, fever, headaches, neurocognitive problems, sicca, hair loss, rashes, shortness of breath, hypertension, genitourinary problems and rupture.